Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that they fell and the device dislodged, and hcp decided to change the implant because they also needed an MRI. Patient said they had quite a severe fall and had the device taken out and it was the last thing put back in while they had all the other bones reset and joints replaced. Patient mentioned that the fall was one year ago. Patient also mentioned that they had a bad back surgery and it was a little more extensive than their normal bladder. Patient mentioned that they would have to go in today for a medication for their bladder (patient didn't remember medication's name), that they need to take along with the implant to control their bladder. Patient would wait to see how their symptoms were with the medication. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.